Manufacturer narrative:
(B)(4). The clip delivery system (cds) was reported as being discarded. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for the failure to adhere or bond to the leaflets are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database identified no other incidents with the reported lot for the reported failure to adhere or bond and clip detachment. There were no reported issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the due to the anatomy and visualization, multiple grasping attempts were made that was described as difficult. The leaflets were thin, with a slight prolapse in the a2p2 segment. Additionally, the posterior leaflet was slightly restricted. Based on the information reviewed, the reported difficulty in grasping the leaflet(s) appears to be related to procedural conditions and not a product quality deficiency. Additionally, it was reported that the leaflets had been grasped and a visual assessment was made by the physician that the leaflets were securely grasped. During deployment, the clip detached from both leaflets, and was still secured by the gripper line. The clip was then removed from the system by pulling the gripper line. In this case, it is likely that visualization difficulties of leaflet insertion along with the restricted and prolapsed leaflets may have resulted in an assessment of the leaflets being fully grasped; upon deployment the clip detached from both leaflets due to incomplete grasping. Based on the information reviewed, the reported clip detachment appears to be related to procedural conditions and not a product quality deficiency.

Event description:
This report is filed as during deployment the clip detached from both leaflets but remained attached to the gripper line. Although there was no adverse patient effect, if this were to recur, the event has the potential to cause or contribute to injury. It was reported that during a mitraclip procedure, due the anatomy and visualization, 10-15 grasping attempts of the leaflets with the clip were made and was described as difficult. The leaflets were thin and there was a slight prolapse in the a2p2 segment. The posterior leaflet was slightly restricted. After the leaflets were grasped, a thorough examination of the grasp was made (by the echocardiographer, first and second operator and abbott vascular representative. It was concluded that the leaflets were deeply in the clip arms. No real measurement was performed since there was no doubt about the grasp. On the echocardiogram image, the tightening of the leaflets was observed. However, immediately after the clip was deployed, it detached from both leaflets. The clip was still attached to the gripper line. The gripper line was pulled with the clip attached through the steerable guide catheter and out of the anatomy. There was no adverse patient effect. The mitraclip procedure was continued and two clips were implanted reducing the mixed mitral regurgitation grade from 4 to less than 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.